Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model#: sc-1110-02 serial#: (B)(4), description:precision implantable pulse generator (ipg) model#: sc-8120-50 serial#: (B)(4), description: artisan surgical lead, 50cm model#: sc-8120-70 serial#: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had two ipg¿s and two leads. The patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's batteries were in hibernation. The patient underwent a revision procedure wherein the ipgs were replaced with one new ipg per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had two ipg¿s and two leads. The patient will undergo a revision procedure for an unknown reason.